Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 800 mg/dl. Customer attempted to self-treat with a manual injection, however was treated intravenously with fluids of saline and insulin. Customer was release on (B)(6) 2023 with issue resolved.